Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by "fever, chilling, stomach hurt and effluent got turbid". The cause of the peritonitis was not reported. The day after onset of symptoms, the patient was hospitalized for peritonitis through the emergency room. Treatment rendered for the event of peritonitis was not reported. At the time of this report the patient was not recovered. On an unreported date, extraneal therapy was discontinued. The same day as hospitalization, physioneal therapies were discontinued. No additional information is available.